Event description:
The medical technologist's index finger was cut under the fingernail while removing a vial of vital diagnostics accu-sed abnormal esr control from the box.

Manufacturer narrative:
The labeling and certificate of analysis of the control material indicate that each human donor unit used to manufacture this control was tested by FDA-accepted methods and found non-reactive for (B)(6) in addition, the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with pt specimens. Root cause of event: user error.